Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The insulin was noted to be "coagulated". The customer's blood glucose level was 453 mg/dl and a correction bolus was administered. The customer changed the cartridge and infusion set.